Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece for analysis. Electrical testing was normal. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impression on the lead.

Event description:
This is a report to advise of an event observed during analysis.